Manufacturer narrative:
(B) (4). The ge service rep replaced the motor pcb. The system operates as intended.

Event description:
The customer reported that they were not able to move the system up or down. No patient injury was reported.